Event description:
It was reported the customer had serter issues. The customer stated the serter was not ejecting like it use to. Customer's blood glucose was 400 mg/dl. The customer also reported their tape was not fitting correctly on their serter. The customer's issue was not resolved by reviewing proper use of the serter. Customer's serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-02026.